Event description:
During a dialysis treatment, the pt became nausated, vomited and disoriented within 2 hours in to he treatment. The pt asked to be removed from the machine. The pt was hot, reported a headache and vomited approx 500cc of fluid. The facility found that the pt had been dialyzed with low conductivity and the machine had not alarmed.